Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The physician reported that the patient did aggressive physical that led to fracturing of the anterior cortex and medial malleolus. This progressed to deformity with the tibial component with apparent loosening. The physician plans to revise both the tibia and talus to inbone implants.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and migration of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is radiolucence and small cysts visible. Anterior-medial a periprosthetic tibial fracture is also visible and the component is slightly migrated. The pe is not visible directly in the CT scan, there is no indirect evidence that it is separated from the tibial tray or is fractured. The talar component also shows radiolucence and cysts and the component seem subsided. Therefore, loosening and migration can be confirmed.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device remains implanted in patient.